Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The device was attached to test usg-400/esg-400 generators and a probe check was performed; the device failed the probe check; prompted an error code, u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found it had normal wear, no metal exposed, no abnormality. The distal end of the device was inspected under a microscope and found a deep hairline crack on the probe. The wiper movement, the consistency of movement of the handle and jaw, the handle load and the rotation of the knob torque were within specification. Based on the similar reported events, the potential cause for the hairline crack on the probe is attributed to the probe coming into contact with a hard or metallic surface during activation. To mitigate the risk of patient injury and device damage, the instruction manual provides the following as warning: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
The manufacturer was informed that during middle of procedure, the device stopped working. No patient injury was reported.